Event description:
It was reported that the pump was in the customers pocket and the touch screen became cracked and unreadable after the customer sat down. The customer's blood glucose was between 83-100 mg/dl. Customer declined follow up from tandem technical support to ensure back-up insulin therapy was obtained.